Event description:
It was reported the patient presented for implant procedure. During surgery, the introducer was inserted into the patient and was unable to aspirate. A wire was inserted and cleared the obstruction. The patient's heart rate dropped, they developed respiration issues, and the pulse dropped. The patient deceased.